Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Also, the analyzer test and calibration functional tests were out of specification, the lem board was in need of replacement. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.